Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that a revision is required as the proximal tibial is 'fully extended' and therefore would have fulfilled it's design requirements and the tibial stem loose.

Manufacturer narrative:
An event regarding alleged loosening of the tibial stem involving a jts proximal tibia was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts proximal tibia replacement which was inserted in 2015. The CT scans provided show the implant has been extended to 49.5mm which reaches its maximum capacity of 50mm. In addition, there are radiolucent lines around the tip of the tibial stem and the stem is misaligned with the tibial bone which indicates the tibial stem has loosened. The above radiographic assessment confirms the reason for revision. Product history review: review of the product history records indicate one devices was manufactured accepted into final stock on 30 june 2015 with no reported discrepancies. Complaint history review: there has been 1 other event relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It has been reported that a revision is required as the proximal tibial is 'fully extended' and therefore would have fulfilled it's design requirements and the tibial stem is loose.